Event description:
It was reported that a pin was broken off and stuck inside the device therapy connector. The device would not be able to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and the therapy connector part info to repair the device.